Manufacturer narrative:
A follow up on 05/24/2016 indicated that the customer was discharged from the hospital on (B)(6) 2016. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿

Event description:
It was reported that the customer experienced nausea after a healthcare appointment and the customer was admitted into the hospital on (B)(6) 2016 for diabetic ketoacidosis and a blood glucose level of 371 mg/dl. The customer was treated with intravenous insulin and fluids. Reportedly, the contact noted that the pump used more insulin than normal and that barely any drops were seen coming from end of the tubing. Also, it was noted that the contact was confident that the customer's multiple medical conditions contributed more to the hospitalization than the pump or supplies. A follow up on 05/11/2016 indicated that the luer lock connection was not straight. The contact adjusted the luer lock connection, placed a new site, and resumed insulin delivery. The customer's blood glucose level was 230 mg/dl.